Event description:
Patient sustained burn to posterior medial distal thigh, measuring app 2 x 2 cm during MRI of right lower extremity. Patient reported that he felt warm to technologist after the scan, then reported redness and "bumps" on his leg while driving home. Upon questioning, patient admitted that he felt burning during the scan, but did not alert the technologist at the time. (B)(6) healthcare followed its standard MRI screening and imaging protocols; patient sustained burn despite all appropriate action. No risks or contributing factors identified by institutional review. Event promptly reported to siemens. Patient referred to wound care and plastic surgeon.